Event description:
On (B)(6) 2022, a user left a comment on the (B)(6) website asking them to purchase another tester. This is a comparison of the that gave a positive result. Based on the results, users thought that celltrion diatrust would give them a "maybe or not" result. Importer comments: this complaint is suspected false negative or positive result and due to the system functionality to not allow seller can leave the comments on the website, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date ect) and any evidence of pcr result to prove false result etc following by reporter's consent.